Event description:
(B)(4). Pain, "lightning bolts", numbness, muscle/joint pain, fatigue, fibromyalgia, hip pain, bloating, vit. D deficiency, glaucoma, painful sex, back pain, headaches, hair thinning, suicidal depression, anxiety, brain fog, memory problems, sleep deprivation, fatigue, loss of libido.